Event description:
It was reported the setting display of the quantum 2 system was not functioning intra-operative. The physician was able to complete the procedure using a back up controller. No patient injuries were reported as a result of this event.

Manufacturer narrative:
Attempts to obtain additional information, including the information requested in section a of this form, were unsuccessful.